Event description:
Patient admitted with failed left total hip arthroplasty with aseptic loosening of the femoral stem and periprosthetic fracture nonunion. On (B)(6) 2017 proximal femoral replacement, posterior approach, left side, structural allograft reconstruction, anterior femur. Patient had implant placed in 2013. No identifiers for same. From path report, two serial numbers were identified; one along the rod and one along the bracket: (B)(4) (bracket) and (B)(4) (rod). We are unable to determine the manufacturer of the implant.